Event description:
Information was received from regulatory body, healthcare professional via a manufacturer representative regarding a patient having spinal therapy. It was reported that the patient was admitted to the hospital due to cervical spondylotic myelopathy. On (B)(6) 2024, he underwent posterior cervical incision, decompression, bone grafting, fusion and internal fixation under general anesthesia. Rod and pedicle screws were used during the operation. During the hospital stay, the wound was normal and the patient was discharged without removing the stitches. On (B)(6) 2024, the patient was hospitalized again due to postoperative infection of the cervical spine. Debridement was performed and the patient was discharged after recovery. He did not follow the doctor's instructions to change the medicine regularly at the medical institution, but changed the medicine at home on his own, and did not have a strong sense of sterility. The patient was admitted to the hospital for the second time and underwent debridement, perfusion and drainage for postoperative infection of the cervical spine. There were no patient symptoms reported. There were no further complications reported regarding the event. Patient did not monitor his blood sugar after discharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from regulatory body via a manufacturer representative regarding a patient having spinal therapy. It was re ported that the patient was admitted to the hospital due to cervical spondylotic myelopathy. On (B)(6) 2024, he underwent posterior cervical incision, decompression, bone grafting, fusion and internal fixation under general anesthesia. Rod and pedicle screws were used during the operation. During the hospital stay, the wound was normal and the patient was discharged without removing the stitches. On (B)(6) 2024, the patient was hospitalized again due to postoperative infection of the cervical spine. Debridement was performed and the patient was discharged after recovery. He did not follow the doctor's instructions to change the medicine regularly at the medical institution, but changed the medicine at home on his own, and did not have a strong sense of sterility. The patient was admitted to the hospital for the second time and underwent debridement, perfusion and drainage for postoperative infection of the cervical spine. There were no patient symptoms reported. There were no further complications reported regarding the event. Patient did not monitor his blood sugar after discharge.